Event description:
The customer reported the 9800 system would not fluoro at the start of the case. The tech used another machine to complete the case. There was no fluoro image. No pt injury was reported.

Manufacturer narrative:
The service rep traced the problem to the ccd camera. He replaced the camera using esd procedures. The system now operates as intended.